Event description:
The customer reported the insulin pump not communicating with a meter. The customer also reported wide disparities between the sensor glucose and the blood glucose values. The customer also reported a button error alarm and an aa64 alarm from the insulin pump. The customer reported no significant event leading up to the button error alarm. Because of the alarms, the customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. The insulin pump was programmed with a test transmitter and the glucose sensor simulator and communicated properly. The insulin pump also communicated properly with the test blood glucose meter. All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.